Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(6), 2021. The blood glucose level was 118 mg/dl. Customer experienced symptoms nausea and weakness .the customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was alleging insulin pump was under delivering because blood glucose did not go decrease after bolus. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.